Event description:
Report received from an international affiliate of chemo therapy leak and tubing separation. The report states, "the incident occurred in a home care setting in which a patient of unknown gender or age who received their chemotherapy via the gemstar set above presented at the center with the following clinical incident: 'home chemo patient came to oncology floor for assistance. Gemstar tubing disconnected between the filter and the patient allowing for chemo leakage and PICC line exposed to air. Patient had a spill kit at home which was used to clean up.'" Upon further query the following infromation was provided; the PICC line was clamped when the patient arrived at the unit. There were no reported adverse patient sequelae